Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6b: explanted date: the device was not explanted. An unused device was returned for evailuation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: a patient underwent a procedure to treat the left superficial femoral artery (sfa) with an 8fr sheath via a contralateral approach. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The angio-seal device was used to achieve hemostasis. The physician uses a bandage for compression every time he uses an angio-seal device; therefore, compression with a bandage was performed this time as well. After resting in bed for two hours, the patient was allowed to get out of bed. The bandage was removed the next morning. However, a pseudoaneurysm was observed. The pseudoaneurysm settled down after thrombin was administered and compression was applied. The patient remained in stable condition. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 8 mm.

Manufacturer narrative:
Three (3) 8 fr angio-seal vip devices were returned to terumo medical corporation. The returned samples were unused and unopened. All three devices were opened, and the collagen was removed from the carrier tube for inspection and analysis. The suture was cut out of the collagen, and each sample was weighed. The samples weighed as follows: sample 1 - 0.0326 g, sample 2 - 0.0305 g, sample 3 - 0.0306 g. All three samples were within the specification of 0.0260 g - 0.0350 g for 8fr collagen. Three unused 8fr samples were returned, but no issues were identified with the devices. The collagen sample was removed from each carrier tube and was weighed. All three samples were within specification. The actual complaint sample was not returned for analysis. The cause of the event could not be identified based on the available information. As a result, the complaint was confirmed for closure complication. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).